Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the collateral arteries using ruby coils. During the procedure, ruby coils were successfully placed in the target vessel with a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil out of its introducer sheath, the hospital technologist experienced resistance. The technologist continued to push the ruby coil and experienced more resistance; therefore, it was removed. The procedure was completed using other ruby coils and the same lantern. There was no report of an adverse effect to the patient.